Event description:
On november 9, 2007, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter would not turn. The patient tests his blood glucose 3 times a day. He typically tests before meals. The reporter stated that he does not take insulin or any oral medications for his diabetes. The reporter mentioned that the patient only takes medications for his blood pressure. The reported indicated that the alleged meter issue started four days earlier. She could not recall what his last meter reading was on the reported meter. It is not known if the patient modified his diet as a result of the reported meter issue. At an unspecified time after the alleged issue began, the patient developed symptoms of dizziness which she claimed was related to high blood glucose. It is unknown what actions the patient took in response after the meter issue began and after the symptoms developed. The patient event to an emergency room (ER) the nex day, at 10:00 am because of the symptoms. The reporter stated that the ER checked his blood glucose but she did not know what result was obtained. The ER treated the patient with 40 units of an unidentified insulin. He was not hospitalized. The reporter indicated that the meter was dropped on a cement floor. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient developed symptoms and received insulin treatment in an ER after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned. Lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.